Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and vaginal cellulitis ("vaginal cuff wound cellulitis after hysterectomy") in an adult female patient who had essure (batch no. 50512926,50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia. Concurrent conditions included anxiety, hypertension, low back pain, ovarian cyst and cervical dysplasia. Concomitant products included alprazolam (xanax), amitriptyline, calcium, citalopram hydrobromide (celexa), estrogens conjugated (premarin), fluticasone propionate (flonase), medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and metronidazole (metrogel). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal cellulitis (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding /spotting brown blood / abnormal bleeding(vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea / painful menses/cramping"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), bilateral oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal cellulitis, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal cellulitis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Plaintiff demography added. Concomitant drug added, concomitant condition added, product removal date added and indication updated. Events added as :- pelvic pain, vagianl cellulitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and vaginal cellulitis ("vaginal cuff wound cellulitis after hysterectomy") in an adult female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia. Concurrent conditions included anxiety, hypertension, low back pain, ovarian cyst and cervical dysplasia. Concomitant products included alprazolam (xanax), amitriptyline, calcium, citalopram hydrobromide (celexa), estrogens conjugated (premarin), fluticasone propionate (flonase), medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and metronidazole (metrogel). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal cellulitis (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding /spotting brown blood / abnormal bleeding(vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea / painful menses/cramping"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), bilateral oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal cellulitis, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal cellulitis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . On (B)(6) 2014, anatomic pathology report. Final diagnosis: uterus, cervix, bilateral ovaries and fallopian tubes, total hysterectomy with bilateral salpingo-oophorectomy: uterus with benign weakly proliferative to inactive endometrium and benign endometrial polyp. Cervix with squamous metaplasia and nabothian cysts. Ovaries with multiple corpora albicantia, regressing corpus luteum, benign follicular cysts and walthard rests. Unremarkable fallopian tubes with benign paratubal cysts. Specimen: uterus, tubes, ovaries. Clinical information: preoperative and postoperative diagnosis: menorrhagia ovarian cyst. Gross description: received in formalin is a 141' g hysterectomy specimen consisting of a 6 x 5.5 x 4.5 cm uterus with an attached 4 x 4 x 3 cm cervix, 3.5 x 1.5 x 1.5 cm right ovary, 3.5 x 2 x 1.5 cm left ovary and bilateral 9 x 0.5 . X 05 cm fallopian tubes the ectocervix is tan, smooth and glistening the uterine serosa is tan and finally trabeculated. The endocervical canal is unremarkable. The endometrial cavity is a 4.5 x 2 cm with the usual shape and a smooth red -tan lining. There is a 1.2 x 0.6 x 0.5 cm tan red polyp, on the superior posterior wall. Serial sectioning shows homogeneous tan myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.